Manufacturer narrative:
An event patient effects of death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported death could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
(B)(4). It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was implanted utilizing a 14f amplatzer torqvue delivery system. No issues were reported during the procedure. On (B)(6) 2024, the patient died from an unknown cause. No additional information regarding the death is available.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) it was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was implanted utilizing a 14f amplatzer torqvue delivery system. No issues were reported during the procedure. On (B)(6) 2024, the patient died from a unknown cause.